Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy helped their fecal incontinence really well for a while and that they had regular bowel movements for the first time in 30 or 40 years and it was great, however sometime towards the end of 2023 or in (B)(6) 2024, the therapy stopped helping their symptoms. The patient stated they had been to their managing health care provider (hcp) and the nurse would help the patient change the setting for them and tell the patient to give it two weeks but nothing seemed to be helping. Patient stated they had always been afraid that their body would adjust to the therapy and just not respond to it after awhile and that appears to be what's happening since their symptoms returned. Patient stated they were also told not to go too high because going too high with the stimulation could drain the ins battery. Patient stated when they had fecal incontinence like they were having that's what lead to urinary tract infections (utis) and their hcp told them to work with a medtronic representative (rep). Patient services reviewed the role of the rep and patient services with the patient and provided the patient with the national answering services (nas) number to give to the hcp so the hcp could page a rep to work with the patient at an office visit. Patient services reviewed device description/function as well as programming and stimulation considerations with the patient as well as battery longevity considerations as pertaining to the stimulation level. Patient stated they hadn't kept track of the previous settings they'd tried but guessed the nurse had taken them from program 1 to program 2 to program 3 and now to program 4. Patient denied having had any falls or traumas. Patient services walked the patient through connecting to their settings and the patient opted to switch to program 5 and increased the stimulation to where they felt it comfortably in their bike-seat region. Patient services redirected the patient to follow up with their hcp to check the implanted system and discuss their symptom concerns. Patient to monitor their symptoms now that a change had been made and said they would be contacting their hcp, providing them with the nas number and discussing their concerns about their yoga and cardio activities with the implanted device. Patient stated there were times when they were doing a movement in yoga when they thought to themselves "should I be doing this movement? Is this going to do something to my implant?" But they didn't think much else of it. Additional information was received from the patient on (B)(6) 2024. Patient called back and repeated information previously noted regarding symptoms. Patient stated sometimes therapy helps and sometimes it doesn't. Patient also mentioned sometimes stimulation felt like it was pinching. Reviewed stimulation expectations. Reviewed therapy adjustment options. During the call patient changed programs. Patient will maintain stimulation and monitor symptoms. Additional information was received from the patient on (B)(6) 2025. Patient stated they were still experiencing breakthrough issues. Agent walked patient through connecting to ins and patient successfully changed programs during the call and increased stimulation to a comfortable level. Patient services reviewed therapy adjustments and information. Patient redirected to healthcare provider (hcp) if issues persist. Patient stated they called hcp office and are waiting for a call back.(con): additional information was received from the patient on (B)(6) 2025. Patient reported they never had great symptom management and had to try to figure out how to use the device to help manage symptoms. Patient said they couldn't run to the doctor every week to help them do that so they were told to call medtronic where they would have an agent closely follow their care and help them. Patient said when they called ps they were told they couldn't help them change programs because that was the doctor's job. Patient also didn't care to give it 1-2 weeks on a new therapy settings because that was too long to have to suffer with their symptoms. Patient mentioned that they were unhappy enough to try the other device. The device was explanted.